Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to worsening pain after being monitored for cystic changes for over 1 year. The loosening of the implants has progressed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, as CT scan images were provided and demonstrated loosening of both the tibial and talar components. Upon further review of the CT scans by healthcare professionals, loosening of both components was confirmed. Radiolucent areas and cysts were observed adjacent to the tibial and talar components. The radiolucency associated with the talar component was primarily anterior. The underlying cause of the failure was not identified, and no obvious cause was visible on imaging. Failure of total ankle replacement (tar) over time is a known complication. In cases where a revision procedure is planned, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information is required to enable a meaningful clinical assessment and to identify potential causes of failure. When a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided due to the absence of key clinical information, including the patient¿s clinical status, specific symptoms, range of motion, and the treating physician¿s assessment. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this critical information. Due to these limitations, no statements can be made regarding the patient, the procedure, or the device in relation to the cause of failure. More detailed information regarding the complaint event and the affected device is required to determine the root cause of the reported event. A review of the device history for the reported lot did not identify any abnormalities, and no corrective actions are required at this time. A review of the labeling also did not identify any abnormalities. No indications of material, manufacturing, or design-related issues were identified during the investigation. If the device is returned or if additional information becomes available, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to worsening pain after being monitored for cystic changes for over 1 year. The loosening of the implants has progressed.